Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was tested using olympus test equipment; device was tested on as received condition, revealed tissue build up on the device. The teflon pad at distal end was slightly melted, charred; however no metal exposure. Probe check was performed and device passed the probe check. The distal end was inspected under a microscope and found charred stains on probe unit. In addition, the jaw of the device was found misaligned. There was a short circuit error observed when the jaw was closed and seal and cut mode was activated.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damages to the jaw of the device. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was informed that during a gastric bypass procedure, an unspecified error re-occurred. In addition, olympus was informed that there was no damage to the teflon pad. User facility mentioned there was metal exposure; however they were not sure about it. The event occurred while the doctor was performing seal and cut using the device. No medical or surgical intervention was needed. It is unknown if the device was inspected prior to use. There was no patient injury reported.